Event description:
It was noted that the patient did not have right side coverage. The patient underwent an implantable pulse generator (ipg) replacement procedure and new lead added. The patient was doing well post operatively. The explanted device will not be return per facility.